Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4)- analysis confirmed that the upper and lower casing was broken. The battery drawer was broken. It was also found that both bail covers, ring cover, two case screws, ring cover screw and both bail rings were missing.

Event description:
The external pulse generator was returned for repair of the casing and general check and calibration. It subsequently tested out of specification during the manufacturer's analysis.